Event description:
A report was received that the pt's precision system was explanted because the leads were uncomfortable in his neck. The device was working properly. The pt was doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were not returned by the medical facility.